Manufacturer narrative:
Product ID: 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4). Analysis of the catheter (B)(4) revealed a tear in the seal of the sutureless connector (sc) near the guide ring as well as a user related hole in the body of the catheter. As received, damage was noted to the sc connector. The white silicone boot was pulled back from the titanium housing and the black oval markings were not aligned with the tab on the retaining ring. The hole found in the catheter body was about 14.5 cm from the distal side of the sc connector. The hole did not go through to the other side of the catheter, but there was some physical damage to the outside polyurethane layer in the area of the hole. Pressure testing did not show any leaking in the area of the sc connector. A small tear was noticed in the seal material of the sc connector, near its guide ring. Also of note was the unusually close proximity of the anchor to the distal tip of the catheter.

Event description:
It was reported that during initial device implant on 2013 (B)(6), the healthcare provider (hcp) did not get good cerebrospinal fluid (csf) backflow when the catheter was initially placed. The patient did not receive any relief from pain since the implant so it was decided to examine the device system and possibly revise. On 2013 (B)(6), the catheter was replaced and the hcp observed great csf backflow with the new catheter. Also, when the sutureless connector (sc) of the old catheter was disconnected from the pump ¿the white piece, the part that has the two little buttons, separated from the metal piece¿. The device system was used to deliver morphine and bupivacaine. It was later reported that the catheter ¿likely migrated to the epidural space¿. It was later reported that following the catheter replacement there was good intrathecal flow and subsequent myelogram. The hcp believed the catheter migrated epidurally. The patient¿s pump was restarted with morphine only; the bupivacaine never made it into circulation. The patient was receiving satisfactory relief at the time of the report.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
Further analysis determined that the tear in the seal near the guide ring was not significant to the catheter¿s in-vivo performance.

Manufacturer narrative:
(B)(4)

Event description:
Additional information: it was stated that the revision occurred 5 or 6 days later following implant as the patient was not getting any relief. Patient is a cancer patient with spinal tumors. Healthcare provider (hcp) believed this was likely due to the spinal tumors. "It was very hard to place the catheter in the first procedure because of them". It was stated that per the hcp the cause of the event was poor placement of the catheter and that it was not a device issue. When the catheter was first placed it was done using a myelogram, which was not very accurate. The csf flow was sufficient but not great but per reporter hcp did not see it as an issue since it was flowing. When the revision took place, they did not use that method of myelogram. "It went smooth and they had great cerebrospinal fluid (csf) return". Per the hcp the reason csf flow was not the best during the first procedure was due to the tumors and that this is common in cancer patients. He also stated that sometimes because of the location of the tumors, it was just not possible to great flow. The patient did very well after this second revision; flow was great at the time. It was further stated that they did not remove the entire catheter. A portion of the catheter remained in the patient and was capped off; they capped it and placed a second catheter. The same day hcp decided to remove the morphine from the pump and go with dilaudid. Hcp thought the patient might do better with this medication; hcp believed that patient wasn't really getting anything due to the poor flow. Per reporter patient did not have bupivacaine in the device. The patient was doing very well and getting effective therapy.